Event description:
It was reported to boston scientific corporation that a contour vl stent was being used in a bilateral retrograde pilogram procedure on a (B)(6) male patient. According to the complainant, during procedure preparation, the stent detached when the physician pulled on the suture. The physician successfully completed the procedure with another contour vl stent. The patient was reported to be "fine" at the conclusion of the procedure.

Manufacturer narrative:
Although expected, the device has not been received for analysis. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.

Manufacturer narrative:
A detailed device analysis of the returned contour vl stent revealed the stent was stretched, deformed and torn apart. It appears that during preparation when the suture was manipulated for removal it caused the device to be torn apart. It is unknown from the damage found on the stent remnant if the suture was wrapped around the stent body before attempted removal. The most probable root cause for this event is determined to be "handling damage."

Event description:
It was reported to boston scientific corporation that a contour vl stent was being used in a bilateral retrograde pilogram procedure on a (B)(6) male patient.according to the complainant, during procedure preparation, the stent detached when the physician pulled on the suture. The physician successfully completed the procedure with another contour vl stent. The patient was reported to be "fine" at the conclusion of the procedure.